Event description:
In 2008, it was reported to boston scientific corporation, that a procedure using a prolieve thermodilatation kit to treat benign prostatic hyperplasia (bph) occurred on a male pt. According to the complainant, a low water level error message occurred in the middle of the procedure. The prolieve catheter's prosthetic balloon had a leak. Another prolieve thermodilatation kit was used and the procedure was completed successfully. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."

Manufacturer narrative:
The lot number of the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date can not be determined. The lot number provided represents the prolieve catheter; a part of the kit. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.